Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system is not getting boot up. Fse installed power supplies and two pc to restore operation to unit. The fse informed the customer that he will return with senior fse. The customer did not accept the quotation, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome. The device problem code was corrected.

Event description:
It has been reported to philips that the system would not power on. The issue was found outside of clinical use. No harm has been reported to philips.philips has started an investigation of this complaint.